Event description:
Healthcare professional reported 5 days after injection with unspecified juvederm voluma and juvederm volbella in the right cheek, the patient developed "swelling and pain" at the injection site. Patient was treated with hyaluronidase, antibiotics, and prednisone.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product or patient details have been requested. No additional information is available at this time. The events of swelling and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned page.